Event description:
It was reported that this pacemaker exhibited undersensing for its right atrial (ra) lead channel. Technical services (ts) was consulted and discussed stored data. Ts discussed adjusting the device programmed settings. This device remains in service. No adverse patient effects were reported.